Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017 - excessive force.

Event description:
It was reported that during the procedure, the 5.0x150mm absolute pro self expanding system (ses) thumbwheel got stuck and the stent partially deployed. The stent was removed from the anatomy by pulling which resulted in breaking in many places. There were no adverse patient effects and no report clinically significant delay. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The stretched and deformed stent was confirmed. The mechanical jam and activation failure could not be confirmed due to the condition of the device. The difficult to remove is related to case circumstances and cannot be replicated in a lab environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that IFU, absolute pro vascular self-expanding stent system instructions for use states: ¿should unusual resistance be felt at any time, including resistance unlocking the handle or rotating the thumbwheel, during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. Failure to follow these instructions could result in failure to deploy, difficulties with deployment, partial stent deployment or deployment in an unintended location.¿ in this case, the stent partial deployed prior to the reported jam. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. In this case, it is possible anatomical conditions induced the distal shaft sheath damage as noted on the returned unit during the insertion process or during the activation, causing resistance with the thumbwheel, partial deployment and the difficulty to remove. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - first name, last name: updated from (B)(6). E3 - occupation: updated from pharmacist to physician. H6- medical device problem code: code 1069 was removed and codes 1528, 1601 and 2976 were added.

Event description:
Subsequent to the initially filed MDR report, additional information was received. It was reported the procedure was to treat the mildly stenosed superficial femoral artery. The 5.0x150mm absolute pro self expanding stent system (sess) was advanced over a 0.035 guide wire. The thumbwheel was engaged, but became stuck, causing the stent to partially deploy. Resistance was noted during withdrawal of the stent delivery system, which resulted in excessive force being applied and causing the stent to bend and stretch. An unspecified device was used to complete the procedure. There was no clinically significant delay. No additional information was provided.